Event description:
Boston scientific received information from the patient's spouse that after this implantable cardioverter defibrillator (ICD) was implanted, the device was firing uncontrollably. The cardiac specialist was able to regulate the device through calibration. The patient reported to his spouse that he thought that the ICD was causing the arrhythmias. It was also reported that while this ICD was implanted, the device did not pace properly or would take 3 to 4 minutes to deliver a shock when the patient had an arrhythmia. The patient also experienced significant weight loss and loss of appetite as a result of the stress related to the ICD. The patient was hospitalized three years later as the ICD was firing unpredictably. Medical intervention was taken to prevent the ICD from delivering more shocks. Subsequently, the patient died. As of today, the ICD has not been received for laboratory analysis and it is unknown if it will be returned. This device is part of a legal action.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.